Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, physician tried several times but failed to place the ventricular lead and the lead exhibited high tested threshold. The rv lead was removed and replaced with a different lead and the problem was solved. No patient complications have been reported as a result of this event.